Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) just received lvp sn (B)(4) back from service re[air. It did not pass patient side occlusion. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed the test process with (B)(6) and found out his rate calibration set was expired and he did not document the number of uses. I told (B)(6) rate calibration set is only good for 60 uses and he should not use it, if it is expired. (B)(6) replaced a new rate calibration set and test the pump again.